Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention was undertaken, during which the ipg was explanted and replaced.

Manufacturer narrative:
The reported ipg communication issue was confirmed. As received, the ipg was unable to communicate with a lab clinician programmer. Analysis of the returned ipg found the device was running in therapy application, however, further testing revealed the bluetooth was not advertising on any of the correct frequencies. The device exhibits characteristics consistent with a failure in the ble circuitry.